Event description:
It was initially reported that during an atrial fibrillation procedure the patient had cardiac tamponade and a pericardiocentesis was performed. Biosense webster was informed of the patient injury on (B)(4) 2013. Procedure date was (B)(6) 2013. Follow-up information received revealed that during the procedure, the patient became hypotensive. It was later revealed that a registered nurse thought that she heard a steam pop during radiofrequency delivery prior to the cardiac tamponade. A stryker soundstar was used to diagnose a pericardial effusion. A pericardiocentesis was performed successfully. The patient also received a blood transfusion and anticoagulation therapy. The patient was transferred to recovery room after surgery without further complications. No extended hospitalization was required. This event is reportable due to the serious injury that occurred to the patient during the procedure.

Manufacturer narrative:
The product has been disposed of and therefore no product analysis could be conducted. Concomitant products: carto 3 system, us catalog# fg560000, serial# (B)(4). Stockert 70 system, us catalog# s7001, serial# (B)(4). Cool flow pump, us catalog# cfp002, serial# (B)(4). (B)(4).